Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4). Initial (2 of 2).

Event description:
This companion external battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion external battery would not charge despite being in a back-up companion 2 driver for over 36 hours.

Manufacturer narrative:
The companion external battery was returned to syncardia for evaluation. The customer-reported issue was confirmed during investigation testing; the external battery could not charge or provide power output. Analysis of the recorded system management bus (smbus) data indicated that the external battery was subjected to a deep discharge event. Because parameters outside of the internal safety firmware design limits were detected, the external battery's charge/discharge functions were permanently disabled. This malfunction mode has been documented previously and investigated by the supplier. The supplier reported that storing a companion external battery in a companion 2 driver without connection to external power for approximately three weeks could result in the battery achieving a deeply discharged state and being disabled by its internal safety circuitry. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
This companion external battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion external battery would not charge despite being in a back-up companion 2 driver for over 36 hours.